Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that one of the pt's battery packs, an opus 2, upon being opened by the parent was seen that one of the zinc air batteries looked like 'exploded' inside. No injury was sustained by the pt.